Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was brought to the clinic because he was not hearing as well as before. Trauma is unknown. Reimplantation is planned.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned but no date has been scheduled.

Event description:
The patient was brought to the clinic because he was not hearing as well as before. Trauma is unknown. Re-implantation is planned but no date has been scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient was brought to the clinic because he was not hearing as well as before. Trauma is unknown. The patient was re-implanted.